Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the endoscope reprocessor had a broken grey scope connector. It is unknown when the connector became broken. The customer further reported it is unknown how many scopes "were used on the other good connector." There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
An olympus technical assistance representative advised the customer to reprocess any scopes that were reprocessed using the device. An olympus field service engineer (fse) also inspected the device while on site. The fse reported there was nothing wrong with the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.